Manufacturer narrative:
A specific root cause for this event could not be identified. Additional information was requested for investigation but was not provided. The most likely root cause was pipetting issues caused by the positioning problem with the system sipper. In addition, the field service representative noted qc and calibration solution handling issues by the customer. The investigation determined that the abnormal power alarms noted by the customer do not have any influence on signal generation. The issue was resolved after the maintenance by the fsr.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable results for three patient samples using the elecsys hcg + beta test system (hcg+b) assay on the cobas 8000 e 602 module (e602). All results are in units of miu/ml. The initial results were not released outside the laboratory. The initial result for patient a was 142.0. The repeat result was 3.30. The initial result for patient b was 59.94. The repeat result was 72.16. The initial result for patient c was 75.17. The repeat result was <0.100, which was obtained on another e602 module. There was no allegation of an adverse event for the patients. The hcg+b reagent lot number is 21015100. The expiration date was not provided. The field service representative (fsr) inspected in the instrument and found that there was a positioning problem with the system sipper as well as the sample probe. He adjusted the sipper position, and the vertical and horizontal positioning of the sample probe. In addition, he changed the sample probe unit, the sample probe, and the sample syringe unit. He performed calibration and qc which were acceptable. The issues resolved after service. A review of the alarm trace information indicated a high frequency of abnormal power alarms, which indicated that a new circuit board is needed. The fsr ordered a new circuit board. Investigation activities are ongoing.